Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in the emergency room with presyncope episodes. Upon interrogation, the pulse generator exhibited backup vii operation. The patient had been lost to follow up since 2013. Troubleshooting could not be performed. The device was explanted and replaced on (B)(6) 2016. No further information was available.